Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of approximately 50 mg/dl and a headache. The customer consumed a few glucose pills to treat bg. Reportedly, the customer suspected the basal rate settings on the pump were too high and requested assistance from tandem technical support with adjusting the pump settings.